Manufacturer narrative:
The adverse event reported describes an anticipated side effect according to the insightec IFU. The investigation for this event is still ongoing. If new details are received, this report will be updated.

Event description:
Patient underwent focused ultrasound treatment for essential tremor. The patient developed burn spots on their right scalp above their ear and towards the front.

Event description:
Patient underwent focused ultrasound treatment for essential tremor. The patient developed blisters at various locations around their scalp. On (B)(6) 2024, the patient sent a complaint via the insightec website and updated that they are also experiencing balance issues.

Manufacturer narrative:
No irregularities with device or mr operation. Treatment parameters were in line with the typical range. The treatment process was as expected. No new risk has been recognized. The skin blisters are most likely due to superficial head injuries from head shaving and exposure to cold water inside the transducer, and pressure from the membrane on the head. These blisters are expected to be transient. The balance issues were reported by the patient through the company website with limited information.